Event description:
Caller reported 2 pt blood glucose tests performed with inform system at 10:05 am, the result of each test was "error #83 error: extremely low blood glucose sample below the meter's reading range or a bad strip. Repeat test or follow your facility's policy". Caller stated pt was treated with dextrose based on this error message description with the assumption his blood glucose was very low. At about 10:20 am, a lab sample was drawn; lab result was 1084. Dextrose IV discontinued at 10:35 am. At about 11:00 am, a lab sample was drawn; lab result was 1319. The pt was treated with in insulin IV at an unspecified time. A request was made for the return of the system, replacement was sent.